Manufacturer narrative:
B3 - 10-sept-2023 correct to 09-oct-2023 in initial MDR h6 - 4627 corrected to 4629. Claim #(B)(4).

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-corneal angles. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -15.0 into the patient's right eye (od) on (B)(6) 2023. Excessive vault and significant reduction of irido-corneal angles were reported. The lens was exchanged on (B)(6) 2023 for a shorter length lens and the problem was resolved. Cause of event reported as unknown.